Event description:
A malfunction alarm was reported with a malf 12 code, and there were no notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the same malfunction code recurred. Consequently, technical support decided to replace the pump. They confirmed the shipping address, instructed the customer to put the pump into storage mode before returning it, and provided a prepaid label for the return within 10 days. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.